Event description:
During a stent replacement procedure on (B) (6) 2009, the physician placed a cook endoscopy oasis one action stent introduction system. The stent was positioned in the left intrahepatic bile duct. On (B) (6) 2009, the physician noted that the jaundice had not been reduced and suspected stent migration and perforation had occurred. On (B) (6) 2009, during a CT scan, a duodenal perforation was confirmed in the abdominal space. The stent tip had reached the right perinephric space. A endoscopic procedure was performed to remove the stent and six clips were placed at the perforation site. The patient condition was reported to be "good" after the procedure. The literature was provided to cook endoscopy by cook (B) (4) on 04/09/2010. An english-translated version was provided on 04/16/2010. The name of the publication where this article appeared as unknown.

Manufacturer narrative:
Literature citation: case report - duodenal perforation caused by a biliary tube stent: once case report. Gastroenterological department; surgery department and pathology department of (B) (6). Names: kiga, iwanaga, yanagimoto, inoue, fujita, tatsumi, ueda, fukui, yokoyama, takeda, and sasaki. Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Stent migration is listed in the instructions for use as a potential complication that is associated with biliary stent placement. Perforation is listed in the instructions for use as a potential complication associated with this procedure. Prior to distribution, oasis one action stent introduction systems are subjected to visual inspection and a dimensional verification to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified and this involves a potential complication for stent placement. The appropriate personnel have been informed of this report in an effort to heighten awareness. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.